Event description:
Litigation papers allege the pt has suffered and continues to suffer damages and/or personal injuries. No additional info is available at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation one it has been completed.